Manufacturer narrative:
Review of production records indicated a possible full lot swap between two manufacturing lots. Containment effort revealed no further product had entered the field. Surgeon reported no clinical impact; surgery proceeded without delay.

Event description:
It was reported that a size 5 left, narrow, 6mm liner trial was discovered in the incorrect packaging (intended for size 5 left, standard, 6mm) during surgery. The surgeon was able to use the trial to appropriately assess balance, since the thickness was correct and the narrow trials fit into standard prep tools. There was no patient impact reported.

Manufacturer narrative:
Review of production records indicates a possible full lot swap for between two manufacturing lots. Restor3d is conducting a containment effort of all potentially affected lot-based inventory manufactured between oct24 and mar25. Surgeon reported no clinical impact; surgery proceeded without delay.

Event description:
It was reported that a size 5 left, narrow, 6mm liner trial was discovered in the incorrect packaging (intended for size 5 left, standard, 6mm) during surgery. The surgeon was able to use the trial to appropriately assess balance, since the thickness was correct and the narrow trials fit into standard prep tools. There was no patient impact reported.